Manufacturer narrative:
During insertion into sheath, the sealant prematurely exposed/deployed and the 5f mynx control vascular closure device wouldn¿t go through the competitor's sheath. Therefore, another mynx device was used successfully to achieved hemostasis. There was no reported patient injury. The user was trained with the product. The device was opened in a sterile field. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site was not vessel tortuous. The device was removed properly, by grasping the housing of the device handle. The sealant sleeves were not out of position. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The sheath did not kinked/bent upon removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot f2025302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the sealant sleeves, may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During insertion into sheath, the sealant prematurely exposed/deployed and the 5f mynx control vascular closure device wouldn¿t go through the competitor's sheath. Therefore, another mynx device was used successfully to achieved hemostasis. There was no reported patient injury. The user was trained with the product. The device was opened in a sterile field. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site was not vessel tortuous. The device was removed properly, by grasping the housing of the device handle. The sealant sleeves was not out of position. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The sheath did not kinked/bent upon removal. Excess force was not applied during insertion. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device will not be returned for evaluation as it was discarded. No other information was provided.